Event description:
Tip of robotic vessel sealer broke/ there's a piece sticking out. When trying to put the vessel sealer back into patient abdomen via a trocar, davinci kept giving error message of "self test failed." Upon further inspection, the broken tip was discovered. Device was removed from field and a new one was opened. Device was not being used when the problem was discovered.